Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported being unable to obtain readings due to an error 3 message on the adc device and a replacement product was ordered. Due to a delay in delivery of the replacement product, the customer was unable to monitor glucose levels and experienced symptoms of dizziness and a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for treatment. There was no report of death or permanent injury associated with this event.